Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 600 mg/dl. The cause of elevated bg was unknown. Reportedly the customer suspected an unspecified problem with the pump and/or supplies; however this could not be confirmed. Subsequently, customer was hospitalized. Bg was treated with insulin. Reportedly, the customer was released on (B)(6) 2020 with the issue resolved and no permanent damage.